Event description:
A quadriplegic patient was dressed with acticoat 7 dressings for two weeks and received a bone scan in 2005. Prior to the scan, the patient's wound was two separate lower leg ulcers that were clean with granulation tissue and full thickness healing. Dressing change two days later post bone scan on right lower lateral leg looked burned, dark, dusky, and excoriated. After the scan, both ulcers had enlarged to make one large ulcer. The dressing was fused to the epithelium and granulation tissu. Same day, the patient was immediately sent to the doctor for surgical debridement to remove the dressing. The doctor was not sure whether the patient had cellulitis, an allergy to elemental silver or other. Approximately two weeks later, a graft jacket was applied to try to heal the large wound on the leg.